Event description:
The device overheats and is unable to cool the medium to the desired temperature during operation. No injury, no patient involvement. The customer stopped using it.

Manufacturer narrative:
Follow up report 003 ref natus complaint#: (B)(4). Customer reports the device overheats and is unable to cool the medium to the desired temperature. Device has been received for evaluation and the following was completed: repair task delivery head damaged and reassembled the wrong way, replaced with ato (svi 2044-0026). Serrated washer added. Sinter silencer replaced. Function tested, calibrated, final tested and high voltage tested successfully. Repaired device shipped back to customer. CAPA and complaint trending review: there are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure ) and any complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review (B)(4). No trend for this device identified. Risk management file review (product and event). The current risk file: (B)(4) rev 04 hazard ID 6.2 identifies this issue harm - user or patient could injure themselves. Cause- high temperature on surfaces of enclosures that are likely to be contacted such handle of the otoscope. Severity- critical (11). Risk level - medium (33). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. A device history review of (B)(4) reviewed. Device in service since - installed: on (B)(6) 2014 expected service life- the useful life expected from the product is 5 years as stated in risk file: (B)(4) rev 04. Closure rationale:complaint verified, being tracked as a trend.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Waiting on affected product to be returned for evaluation.

Event description:
The device overheats and is unable to cool the medium to the desired temperature during operation. No injury, no patient involvement. The customer stopped using it.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Awaiting on affected product to be returned for evaluation. CAPA and complaint trending review: there are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure ) and any complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review doc-052150. No trend for this device identified risk management file review (product and event) the current risk file 7-38-02811 rev 04 hazard ID 6.2 identifies this issue harm - user or patient could injure themselves cause- high temperature on surfaces of enclosures that are likely to be contacted such handle of the otoscope severity- critical (11). Risk level - medium (33). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. A device history review of doc-60-54-0155 reviewed. Device in service since - installed: (B)(6) 2014.

Event description:
The device overheats and is unable to cool the medium to the desired temperature during operation. No injury, no patient involvement. The customer stopped using it.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The procedure carried out at the time was cooling procedure before irrigation. The device suddenly stopped working precisely. The device is not able to cool the temperature to 24°c. No injury. No patient involvement. The customer stopped using it. All components of the device will be returned for evaluation.

Event description:
The device overheats and is unable to cool the medium to the desired temperature during operation. No injury, no patient involvement. The customer stopped using it.